Manufacturer narrative:
This report is for an unk - schanz screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent a deformity correction in children and adolescent for the correction of bony or soft tissue deformities in tibia/fibula area. There was a union of fracture in about 34 weeks duration. Postoperatively, the patient experienced a pin-tract infection and the patient was re-operated due to nonunion at the pin site infection and delayed union in the salter harris ii tibia fracture causing growth arrest and due to the correction of lengthening of tibia area. Therefore, the delayed union in fibula ostectomy was dynamize. The infected and loose half pin from proximal ring was removed and replaced with x3 new half pins during the reoperation. Patient then was united and the device was not a failure. No difficulties and patient harm reported using 3d maxframe software. Patient outcome is that the union was achieved, the pin sites was healed and no ongoing infection. Concomitant devices reported: maxframe rings (part #: unknown, lot #: unknown, qty. Unknown). Maxframe struts (part #: unknown, lot #: unknown, qty. Unknown). Unknown clamps (part #: unknown, lot #: unknown, qty. Unknown). This report is for (1) unk - schanz screws. This is report 2 of 3 for complaint (B)(4).